Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
After an MRI was performed on (B)(6) 2016, it was reported that the patient began to experience lack of pain relief and error messages were displayed on the programmer when the pump was inquired. Troubleshooting was performed on (B)(6) 2016, but the issue persisted. The pump was explanted on (B)(6) 2016 and was returned for evaluation.

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. After the pump error messages were properly cleared according to the post-MRI protocol, the investigation showed that communication with the pump was successful and that the pump primed and flowed per specification. (B)(4).